Event description:
The surgeon attempted to insert an aq2003v silicone three piece lens but the haptic broke off. There was no patient contact or injury. The reporter stated it was unknown as to why the haptic broke.